Manufacturer narrative:
Bunched filter legs is not labeled in the IFU. Still under investigation.

Event description:
The physician placed the gunther tulip filter via jugular deployment. As the physician was unsheathing, three primary legs looked to be bunched together under fluoroscopy. The physician tried to recapture with a sheath and reposition it; however, the legs looked to have continued to bunch together. The physician accidently deployed filter which provided adequate wall apposition. The physician then retrieved the filter because he was worried that the filter might migrate. The pt did not experience any adverse effects due to this observation.